Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that a defective integrated circuit was the cause of the incorrect pacing rate and measured data anomalies. After the integrated circuit was replaced, normal function ensued.

Event description:
It was reported that the pulse generator exhibited an output anomaly in vvi mode. When the device was set to vvi at 60 pulses per minute (ppm), it paced at a rate of 40 ppm. When the device was set to pace at vvi 50 ppm, it paced correctly at 50 ppm. The pulse generator was explanted and replaced.